Event description:
The customer contact reported the device did not deliver. At an unspecified time in the recovery room, the device was programmed to deliver fentanyl 10mcg/ml with a 20mcg loading dose and the delivery was started. It was reported that during an unspecified length of time, the device was reprogrammed to deliver twelve additional 20mcg loading doses. At an unspecified time, the pt complained of no pain relief. At this time, the nurse noted the device display indicated that 260mcg had been delivered; however, the vial "was still full at 30ml." It was reported the pt's pain level was "9/10." At 2245, the anesthetist was notified. The pt was treated with 300mcg of fentanyl IV. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and has a 510k of k912928. This report represents all the info known by the reporter upon query by hospira personnel.